Manufacturer narrative:
When the investigation is completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which they stated that the unit shut down during an operation. However what happened was the patient was in need of a resuscitation a nurse was instructed to hit the hospital emergency button to call a "blue alert" and by mistake the nurse pressed the units' emergency stop button and unit switched off. Unfortunately the resuscitation was not successful and the patient did not survive.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the customer reported that a nurse mistakenly pressed the emergency button as she did not hear a sound when the blue alert was pressed. The fse went on site and confirmed the device worked as intended. (B)(4).